Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic duodenal switch procedure, while stapling, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. More staplers were opened to complete the case. There was no patient injury.